Event description:
It was reported that during the implant, attempt after connecting the leads to the device, the r-wave amplitude decreased. The same test was performed by connecting the left ventricular (lv) lead to the right ventricular (rv) connector. Again, the amplitude decreased. The r-wave amplitude was measured with the analyzer and was in normal range. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The device was returned and no anomalies were found.